Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that (B)(6) 2024 customer experienced blockage was in the tubing. The infusion set was used for more than 72 hours, and the occlusion alarm was recurred. Also, customer replaced infusion set and resumed insulin deliveries successfully. No further information available.